Manufacturer narrative:
Ventilator had not been serviced in twelve years. Had been subject to impact (aluminum battery box broken at seam). Battery had been installed sideways. User had improperly calibrated the software flow table. Ca: replace case and battery. Recalibrate flow as part of full recalibration. (Isolated incident).

Event description:
In transport, ventilator being used on patient. Clinician did not think it was delivering proper flow. Hand-bagged the patient instead, until patient was delivered to ICU. No injury to patient.